Manufacturer narrative:
Evaluation summary: no x-rays were returned for evaluation of the fracture. Further investigation is possible only when the product is returned (after revision) and/or availability of x-rays. A probable cause cannot be determined at this time. The remainder of the lot has been distributed without any similar reports. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted on (B)(6) 2004 and that the post on the lcck polyethylene articular surface has fractured off. Revision surgery is not scheduled yet.